Manufacturer narrative:
The patient's underlying pathology and medication may have contributed to the fractured ribs. The patient did not allege the device malfunctioned. The device was returned to ibc for investigation, and the device met all acceptance criteria.

Event description:
Respiratory therapist was informed that the user suffered several broken ribs.